Event description:
It was reported to boston scientific that during the procedure the anchor tip broke. The physician completed the procedure with another precision twist transvaginal anchor system with no patient complications and the patient is reported to be "fine".

Manufacturer narrative:
A visual examination of the returned device revealed the thread remaining on the device's handle without the anchor, indicates the anchor broke. The anchor was not returned. The customer's complaint is confirmed. A review of the device history record for the precision twist transvaginal anchor system lot # m0068201460 was performed, no anomalies were noted.